Event description:
It was reported that the pulse generator exhibited loss of output and telemetry. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no output or telemetry due to battery depletion. The device was at end of life (eol). After replacing the battery and downloading the product code, normal function ensued.